Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that that this right ventricular (rv) lead was revised one month after implant due to micro-dislodgement. During routine follow-up the device had values out of range, and surgery was performed to explant and replace the lead. No adverse patient effects were reported.